Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electromagnetic interference was observed on multiple electrograms (egm) channels as episodes of atrial fibrillation (af)/atrial tachycardia(at) for the cardiac resynchronization therapy defibrillator (crt-d). It was noted the episodes occurred several months prior. The crt-d remains in use. No patient complications have been reported as a result of this event.